Manufacturer narrative:
Block h6: medical device code a07 captures the reportable event of suboptimal cautery. Block h10: (product investigation): a captivator ii-10mm round stiff was received for analysis. Visual analysis of the returned device did not find any problems. Microscopic inspection noted that the 2 in 1 connector had some marks of friction, likely due to the interaction with the active cord. Functional testing was performed and the device was able to connect with a boston scientific corporation active cord, and two non-bsc active cords. Electrical testing was also performed, and the device's electrical resistance was within specification. The 2 in 1 component also passed dimensional testing. No other problems were noted. The reported event of device delivers energy intermittently could not be confirmed. During product analysis the device was connected with three different cables and no problems were noted. Additionally, the device passed electrical testing and the 2 in 1 connector passed dimensional testing. The 2 in 1 connector had some marks of friction likely by the same force applied to attach the handle to the active cord. An investigation to address this problem is in progress. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure the snare did not properly connect to the cautery cord. At the connection from the handle of the snare to the active cord, the active cord did not seat properly. It was also reported that there was electrical current that was transmitted, but that the current was less than normal. The procedure was completed with original device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a captivator ii-10mm round stiff snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure the snare did not properly connect to the cautery cord. At the connection from the handle of the snare to the active cord, the active cord did not seat properly. It was also reported that there was electrical current that was transmitted, but that the current was less than normal. The procedure was completed with original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).